Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing sharp shooting pain from the ipg site to the tip of the leads. The physician believed that the pain was caused by the ipg being placed too close to the spine/midline incision. The physician believed that the pain was device related, and that the physical location of the device was causing it. The patient will be treated with injection to help with the pain.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing sharp shooting pain from the ipg site to the tip of the leads. The physician believed that the pain was caused by the ipg being placed too close to the spine/midline incision. The physician believed that the pain was device related, and that the physical location of the device was causing it. The patient will be treated with injection to help with the pain.

Manufacturer narrative:
Additional information was received that the patient had an injection around the ipg site. It was noted that the patient's pain was not reduced and was worse with the device in.

Event description:
A report was received that the patient was experiencing sharp shooting pain from the ipg site to the tip of the leads. The physician believed that the pain was caused by the ipg being placed too close to the spine/midline incision. The physician believed that the pain was device related, and that the physical location of the device was causing it. The patient will be treated with injection to help with the pain.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was experiencing sharp shooting pain from the ipg site to the tip of the leads. The physician believed that the pain was caused by the ipg being placed too close to the spine/midline incision. The physician believed that the pain was device related, and that the physical location of the device was causing it. The patient will be treated with injection to help with the pain.